Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure. It was stated that the patient had myotonic dystrophy that made the measurements unreliable. It was stated that the lens was cut out, removed and replaced with a different power. It was stated that the incision was not enlarged. There was no patient injury and the patient has fully recovered.